Manufacturer narrative:
(B)(4). There was no reported product deficiency. Ischemia and myocardial infarction are known adverse events as listed in the promus instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture or design.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The 3.5 x 18 mm promus indicated in is being filed under a separate medwatch MFR number. The stent remains in the patient. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure took place on (B)(6) 2010 during which two promus stents were deployed successfully. On (B)(6) 2011, the patient was experiencing ischemia. A cardiac enzyme test was performed and the patient was determined to have suffered a myocardial infarction. There was no reported treatment at this time. No additional information was provided.